Manufacturer narrative:
Date is approximate with month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that when they were going through the grocery store theft detector they were shocked. The patient reported that it happened again when they were going through the wal-mart theft detectors and they were shocked. There were no further complications reported/anticipated.